Event description:
It was reported that the intraocular lens (iol) implant in the left eye of a patient was performed in a surgery without any complications. However, after the surgery, in the first postoperative period, the patient began to complain about the quality of vision. As it was still very recent, the doctor continued to monitor for an additional 30 days, but the complaints persisted. The patient was experiencing difficulties in seeing both up close and far away and was also experiencing visual aberrations (visual conditions that cause distortion in the formation of the image on the retina which are caused by the distortion of light as it passes through an optical medium - the patient's cornea, a lens, the vitreous, etc. When there is an aberration, the rays of light reach the retina irregularly, interfering with the formation of the image). The patient¿s visual aberrations improved with glasses correction (ruling out biometry error). It was indicated that depending on the amount of aberration, it can significantly compromise the patient's vision (which was the case in this case). The patient had previous refractive procedures but did not have any vision complaints. However, in this case, despite the patient having undergone previous refractive procedures, they did not present significant aberrations before. The patient reported difficulty in performing daily activities, leading the doctor to opt for explanting the lens. The explant occurred without any complications. There were no unplanned interventions during the explant, and the procedure went very well. An eyhance lens, model diu150 22.0 diopter was implanted as a replacement, and now the patient is seeing well, fully recovered. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Section a4: patient weight: unknown/ asked but not available. Section e1: phone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 23, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the lens reveal that it was cut and coated in viscoelastic residue with one haptic detached. The lens was cleaned revealing damage on the lens. No issues that could cause or contribute to the complaint issue could be identified. The complaint issues "visual disturbance- dysphotopsia", "explant", and "blurry vision" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.